Event description:
The customer reported a button error on the insulin pump. The blood glucose reading was 288 mg/dl. Prior to the event, the insulin pump was facing inwards towards the skin. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.